Manufacturer narrative:
The device has not been returned to the manufacturer. A supplemental report will be filed upon completion of the manufacturer's investigation.

Event description:
A peritoneal dialysis patient contact reported that the cycler has been displaying scale reading error warnings. The patient contact was advised to shut down the cycler. The contact reported that the patient is currently in the hospital and will continue treatments with the cycler upon returning home.

Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification. Clinical evaluation: the file was assessed for the need for clinical investigation completion. The reported information, which included a report that the patient was hospitalized (unknown reason), was reviewed. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. The completion of a clinical investigation is not required. Should additional information become available regarding a serious adverse event experienced by a patient and/or user related to a fresenius device(s) and/or product(s), please re-submit for a clinical investigation review and the need for a clinical investigation will be re-evaluated accordingly.

Event description:
A peritoneal dialysis patient contact reported that the cycler has been displaying scale reading error warnings. The patient contact was advised to shut down the cycler. The contact reported that the patient is currently in the hospital and will continue treatments with the cycler upon returning home.